Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported mitral stenosis cannot be determined. Although a cause for the reported patient effect of mitral stenosis, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was successfully deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine. However, the mean pressure gradient increased to 7mmhg. A decision was made to continue with clip deployment. The clip was deployed, and the mean pressure gradient remained at 7mmhg. There was no additional treatment for the mitral stenosis. The patient is stable. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.